Event description:
The return of a demonstration device identified a pacer comm error and defib comm error on power up. No pt involvement.

Manufacturer narrative:
Eval summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The complaint was confirmed and caused by an intermittent connection between an ic (integrated circuit) chip and its associated socket contacts on the defib circuit board. Replacement of the circuit board resolved the issue. Upon completion of the repairs, the device passed release testing and was returned to the customer.